Manufacturer narrative:
Additional information was received indicating the reported issue occurred during testing. Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Functional testing involved accuracy testing. Three separate accuracy tests were performed and the pump was found to be operating within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -9.8%. There was no reported adverse event.